Manufacturer narrative:
Internal complaint reference(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and most of the suture were not returned. The t2 and a short piece of suture were returned on the needle. The t2 has been pressed into the edges of the needle channel causing the implant sides to deform and splay over the edges. The needle assembly is bent. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t2 will not deploy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that the ultra fast-fix could not be deployed. It is unknown whether the event happened during surgery and if there was patient involvement or if there was a delay. There was a back-up device available. Per preliminary investigation findings, it was found the t2 implant did not deploy.